Event description:
It was reported that the patient experienced a low blood glucose event with a lowest CGM reading of 55 mg/dL on a Dexcom G7, which occurred hours after dinner and was treated with rapid-acting oral carbohydrates, after which glucose returned to range. Symptoms included hypoglycemia. Outcomes included use of medication-level intervention with oral glucose; no serious injury or illness was reported. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and an unspecified device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.